Event description:
Pt reports that cadd ms3 pump sn (B)(4) was damaged about two weeks ago when she was out of the country. When I asked her how it was damaged, she said she didn't know that it just stopped working. No harm to pt. Pt switched to her backup pump. Sending her a new pump for tomorrow and she will return broken pump to us. No further info available. Dates of use: unk. Diagnosis or reason for use: i27.21 secondary pulmonary arterial hypertension.